Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (dissection); evaluation, conclusions: inherent risk of procedure ¿ (dissection). (B)(4).

Event description:
An endeavor drug eluting stent was implanted in the lad during the index procedure. During the procedure, a dissection occurred post stent implant and was treated with implant of a non-mdt stent. Investigator assessed that the event is not related to the study device or procedure. The patient recovered.